Manufacturer narrative:
The small grasping retractor instrument involved in this complaint has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log for the small grasping retractor (part 470318-10/n10190103 0074) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0916, with 6 uses remaining. Based on the additional information obtained from failure analysis investigations, this complaint is classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The customer responded to follow-up attempts and intuitive surgical, inc. (Isi) obtained the patient demographics information.